Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of hypoglycemia, sweating, and vision issues and was given juice and a glucose tablet as treatment by their spouse. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of hypoglycemia, sweating, and vision issues and was given juice and a glucose tablet as treatment by their spouse. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured and the results were within specification. Therefore, this issue is confirmed to brownout reset. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.